Manufacturer narrative:
Pump received with minor scratched display window and cracked reservoir tube lip. (B)(4)

Event description:
Customer reported via phone call to have physical damage of insulin pump. It was reported that customer had a seizure and hit the floor causing damage to insulin pump. Customer reported to have scratches on display screen which prevents reading of display screen. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.